Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 2 months after dental implant was installed in intraoral region #9, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, the patient presented bone type iii and the procedure of immediate implant was performed.